Manufacturer narrative:
On (B)(6) 2024, during a galaxy-assisted bronchoscopy procedure, the patient appeared to experience bleeding. The physician managed the situation effectively by administering cold saline and utilizing a manual ebus bronchoscope. Upon assessment, the physician determined that the apparent bleeding was not caused by the galaxy device. It was confirmed to be a visual appearance of bleeding rather than an actual bleed. Saline was administered as a precautionary intervention to the patient. Two noah galaxy malfunctions were reported during the procedure; however, these malfunctions did not cause or contribute to the bleeding, as the errors were logged after the physician had already observed the bleeding. A comprehensive review of the device logs revealed no errors or anomalies that could have caused or contributed to the event. Based on the physician's findings and log review, the galaxy device was not implicated in the occurrence.

Event description:
It was reported that during a galaxy-assisted bronchoscopy procedure on (B)(6) 2024, the patient experienced bleeding. Two malfunctions were noted during the procedure: an arm collision error and a system recovery error. However, neither issue was determined to have caused or contributed to the event. To manage the bleeding, the patient was treated with cold saline, and the galaxy bronchoscope was removed. The physician then utilized a manual bronchoscope to complete the intervention. The physician did not attribute the bleeding to the use of the galaxy device.